Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The issue of the touch panel not working was reproduced. Based on the results of the investigation, the touch panel issue was caused by a faulty front panel board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed no image. The issue was found at preparation for use. There were no reports of patient harm.

Event description:
Additional information was supplied by the customer. The reported issue did not cause any delay. The procedure was completed, and the condition of the patient was not impact by the failure. The equipment failed during or prep. Patient was not in the room.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected date: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reported issue of no display could not be confirmed. An additional reportable malfunction issue of the touch panel not working was also identified. Based on the provided information, we could not specify root cause. A supplemental report will be submitted should additional information be made available."